Event description:
In 2007, it was reported that the polyaxial screw was found apart in the tray when it was opened. Event did not occur during surgery. Should the event occur during surgery. It may contribute to intervention.

Manufacturer narrative:
Device is not associated with surgery. Investigation/eval is pending. Device has not been used. Event occurred prior to use.